Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history screen. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 105 mg/dl. The device was returned for analysis.